Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was instructed to charge the pump up to 100%. Upon follow up, the customer reported that the issue had resolved. The customer's blood glucose was 69(mg/dl).